Event description:
.

Event description:
In 2009, the customer reported two (2) separate occasions of the y-site tubing separating from the y-site on clearlink buretrol solution sets. Each set was being used on a different pt. This report is opened for pt a. The separation occurred on the first y-site (in regards to the position of the tpn solution). The tubing separated below the regulating clamp and above the y-site. For pt a, the intravenous therapy (IV) was connected to a peripherally inserted central catheter (PICC) and was running total parenteral nutrition (tpn). The patient is a male born in 2006. The patient was admitted to the hospital in 2009 with abdominal pain and bloody stool. The following month, the patient was unplugged from the intravenous (IV) tubing and electrocardiogram (EKG) monitor, so he could go to the bathroom. After the patient came back from the bathroom, the nurse noticed the tubing hanging freely and discovered the tubing separated from the y-site of the buretrol set. The patient was exposed to outside air because of the separation in the set for an unknown amount of time. Two days later, the patient?s fever spiked to 37.9 degrees centigrade. The patient was given 195 milligrams of tylenol and the fever broke. The fever did not return and the patient was considered to have recovered from this event. The patient did not have any cultures performed. A basic metabolic panel (bmp) was previously ordered and performed three days later. The bmp was not related to the break in the sterile pathway. A complete blood count (cbc) was performed the same day, which did not indicate any type of infection. The patient was diagnosed with hemolytic uremic syndrome (hus) and was discharged from the hospital two days later. Pt b did not have any patient injury as the separation occurred before connection to the patient.

Manufacturer narrative:
Received 1 used sample of product code 2c8864, lot ur09e21238 (actual sample). The sample arrived fully primed with all tubing connections intact. Per the complaint event description, the tubing connection came apart at the outlet port of the y site. This was confirmed when applying a slight tug on the tubing below the outlet port of the first y site below the regulating clamp, complete separation was noted. Visual inspection of the tubing section which mates up with the y site outlet port forming the bond showed that no solvent bond residue is present on the tubing end or on the interior surface of the y site outlet port. All other solvent bond connections met the 5 pound minimum pull test requirements. It appears that the defect is a result of a lack of or no solvent application during the manufacturing assembly process. The complaint will be confirmed as reported. The manufacturing plant opened a non conformance report to investigate the reported problem with the sets.